Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006 UDI for concomitant product, tined lead: (B)(4). This report is being filed for a correction to field h6. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Based on this investigation, the investigation conclusion code of 'known inherent risk of device' was chosen as the allegation relates to "discomfort" which is addressed in the product labeling and risk documentation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported the patient notified the therapy support specialist (tss) that they had their device explanted on (B)(6) 2025. The patient said the device worked wonderfully but it was placed on a nerve. The patient does not have anything scheduled with the physician, but the tss said to keep them posted if they do see the physician. The patient never specified how they knew their device was on a nerve or if that was just what they suspected. There was no further patient complications reported.

Event description:
It was reported the patient notified the therapy support specialist (tss) that they had their device explanted on (B)(6) 2025. The patient said the device worked wonderfully but it was placed on a nerve. The patient does not have anything scheduled with the physician, but the tss said to keep them posted if they do see the physician. The patient never specified how they knew their device was on a nerve or if that was just what they suspected. There was no further patient complications reported

Manufacturer narrative:
Block d2b: product code: additional product code qon. Block d10: model number/catalog number: 1201. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: tined lead. Unique identifier (UDI) #: (B)(4). Block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006. Block h11: investigation details: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however, the product was not returned. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of discomfort was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. Correction: block h6: evaluation conclusion codes. Block h11: additional MFR narrative investigation details.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006 UDI for concomitant product, tined lead: (B)(4).

Event description:
It was reported the patient notified the therapy support specialist (tss) that they had their device explanted on (B)(6) 2025. The patient said the device worked wonderfully but it was placed on a nerve. The patient does not have anything scheduled with the physician, but the tss said to keep them posted if they do see the physician. The patient never specified how they knew their device was on a nerve or if that was just what they suspected. There was no further patient complications reported.